Event description:
It was reported that the patient had to seek medical attention due to diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 36 and 48 hours. The patient did not want to provide information on symptoms, how they were treated for the issue and the duration of the medical event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone. Phone-control-android. Cloud - omnipod 5 software app version 3.0.1. Cloud - smartphone operating system up1a.231005.007.a526u1uesggxj3 cloud - smartphone hardware sm-a526u1. Cloud - cgm sensor type g7.